Event description:
It was reported that during a longo technique procedure, the device did not staple and only cut half of the circumference. The surgeon had difficulties removing the device after it had been fired. There were no patient consequences.